Event description:
Procedure: tep totally extraperitoneal. According to the reporter: at the chack test prior to use on patient a nurse confirmed the balloon could not be inflated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)